Event description:
Threads are defective. Cannot screw into inner handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirms the threads are damaged; none appear to be fractured. A complaint database search identified similar complaints against the provided product code which were attributed to misuse and or product wear out. The root cause is attributed to product wear out secondary to misuse; appears the internal threaded inserter was used without the outer guard which protects the threaded inserter. Based on the root cause of product wear out secondary to misuse, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.